Event description:
We have in possession 41 stryker secure ii hospital beds that were put into service in 2007. Two were reported to have "brake" problems of not holding. Our bed maintenance mechanic confirmed these beds have a faulty brake mechanism. It is not possible to fully engage the brake mechanism, thus increasing the risk for pt falls, and staff injuries when making pt transfers in/out of this bed. The risk is reduced by first setting the "steer" foot lever to the on position (forcing motion of the bed only along the long axis of the bed), then aligning the pt right foot bed wheel parallel to the long axis of the bed frame.